Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During visual inspection, engineering observed blood and eschar on the jaws of the device. During functional testing, engineering actuated the blade and confirmed that the blade was able to travel smoothly in both the forward and return direction. When the device was activated on porcine connective tissue, engineering observed that the blade struggled to divide thicker tissue and would occasionally push the tissue out from the jaws. To investigate the blade, engineering removed the blade and found some damage to the cutting edge of the blade. Engineering analyzed the device activation logs that were extracted from a microchip in the device plug and confirmed that the device was able to cycle one-hundred-thirty times. An applied medical team member reached out to the user facility to inquire how the device was used during the procedure and confirmed that the device was only used on tissue. As such, engineering is unable to determine the root cause. Although the root cause could not be determined, applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy "roughly halfway through the procedure the device stopped being able to cut the tissue that had been sealed. The device was removed to be cleaned as best possible but this didn't fix the problem and they opened a new handpiece. The procedure was being performed by ms (B)(6). Last week, the same incident happened with mr (B)(6) , although this was able to be recovered after some cleaning, and the procedure continued. This incident has only just been reported too." No patient injury or illness occurred in association with the complaint event.